Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6 cm thoracic aortic aneurysm. The vessels were severely tortuous and moderately calcified. A total of 4 talent thoracic stent grafts were implanted. It was reported that as the last stent graft was being inserted, the proximal crown of the device was slightly wedged into a space that was created from the strut of the previous deployed stent graft. This resulted in the strut to appear almost horizontal to the aorta. The physician was unable to pull the stent graft lower as there was minimal overlap. A reliant balloon was placed and inflated in this area. There was no deformation of the strut. An angiogram was performed and showed a good result with good placement and no endoleak. The final decision was to not further intervene and not to attempt further manipulation. The final result was good and the procedure was concluded. No clinical sequelae were reported and the pt is fine.

Event description:
Films were received and their evaluation was completed. The post-implant films show that contrast is seen near the mid-length of the stent grafts in the straight portion of the descending thoracic aorta, coming from possible type iii endoleak; however, cannot discern if a junctional or fabric endoleak. Post-implant of a valiant across the leak resolved the endoleak. Also observed a likely stent inverted of one of the proximal apices of the most distally implanted talent; believed to be the same previously reported "horizontal strut."

Manufacturer narrative:
(B) (4). Secondary intervention was required. Results: pt's condition affected effectiveness of device (severly tortuous and moderately calcified vessels). Caused by another device (caught on another stent graft). Conclusion: device failure/lack of effectiveness related to pt condition (severely tortuous and moderately calcified vessels) another device caused failure (caught on another stent graft).

Manufacturer narrative:
Evaluation method: (films).